Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01414. Follow-up identified the patient's lead was revised on (B)(6) 2015. During the procedure it was found the swift-lock anchor was not locked in place and hence the lead migrated. The physician pulled the same lead down to the original location and secured it. The reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained she was not receiving effective stimulation therapy from her scs system. X-rays showed the lead had migrated. Surgical intervention is planned for a later date to address the issue.